Event description:
It was reported that, during unpacking, the physician noticed that the device distance between the tip and the stent was about 3 cm. As the physician noticed a device length difference, the device was not used and it did not enter into the patient anatomy. The stent was noted to be placed between the markers and crimped securely to the balloon. The procedure was concluded with success by using another xience xpedition device. No patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Return device analysis revealed the distal seal, soft tip and inner member were separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Tip damages and shaft (inner member) damage/separations were noted, thus confirming damage that would affect the appearance of the tip length. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.